Event description:
It was reported that the patient never had therapeutic effect. The patient had acute pain following the implant in the low back, left and right leg, feet and buttocks. The patient had pain before the device was implanted; however, therapy did not seem to be effective and he was taking narcotics to help manage the pain. The patient had radiofrequency neurotomy done 3-4 weeks ago, but was still not having success. He also tried reprogramming the device. The patient also stated he did get some relief, but not much. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product type lead; product ID 3778-60 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product type lead; product ID 3778-60 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product type lead; product ID 37743 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4).